Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification were not provided for the patient mentioned in the journal article. Initial reporter - the article was written by van der bracht, hans; vandenlangenberghe,tom; pouillon, marc; verhasselt, skrallan; philippe, verniers; and stoffelen, danny.

Event description:
Information was received based on review of a journal article titled; "rotator cuff repair with all-suture anchors: an MRI evaluation of repair integrity and cyst formation" which aimed to investigate 50 consecutive patients, requiring arthroscopic rotator cuff repair. All patients had preoperative confirmation of a rotator cuff tear by ultrasound or MRI. Although this study was performed on a limited number of patients with a minimum follow-up of one year, the study believes that the MRI findings confirm the hypothesis that all-suture anchors can be safely used in arthroscopic rotator cuff repair and give similar clinical results compared to classic anchors. One patient underwent an arthroscopy 61 days post-implantation due to a deep wound infection. One anchor was removed while two remained implanted. There has been no further information provided and the patient outcome is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.